Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an incisional hernia repair procedure on (B)(6) 2013 and mesh was implanted and fixated with 8 sutures. Everything was fine during the procedure. Mesh was in good position and there was not tension on the mesh. Case was completed successfully. On (B)(6) 2013, the patient complained of a lump on the right hand side near where the mesh would have been. On the evening of (B)(6) 2013, the patient underwent a reoperation. The mesh was no longer anchored in place and had become loose. The sutures were in place but the mesh had ripped out on the right hand side. The mesh was removed and replaced with a bigger mesh.